Manufacturer narrative:
The faulty catheter was received with a needle-free connector attached to the catheter's luer lock (ll) hub, and the catheter tube was shortened at the 13 cm marking. When stretching the catheter tube slightly, a tear with a rough fracture surface was visible, indicating excessive tensile force. In general, there are various events that can lead to a leaking catheter: 1.tensile force. Which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture - for babies - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "the puncture can only be made after the disinfectant has completely dried on the skin. Be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter.". Although the customer stated that alcohol-based disinfection was used only on the skin and did not come into contact with the catheter, it is important to note that the product's instructions for use (IFU) include warnings regarding the use of alcohol-based disinfectants. Furthermore, the IFU states: anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter, to prevent kinking of the catheter if the patient flexes or bends the arm. Caution: do not overstretch the catheter as it may rupture, causing a catheter embolism. A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and was released accordingly. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. A two-year review of vygon USA's complaint data, covering the period from april 1, 2023, to april 30, 2025, identified three complaints related to leaking catheters from lot 24c001d. Two of these complaints originated from this facility. Corrective action: as the catheter functioned for 2 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action will be initiated at this time.

Event description:
Line cracked at junction of catheter and wings. Inserted into scalp on (B)(6) 2025. Noted to be leaking on (B)(6) 2025 at 0400. PICC verified as leaking, removed. Piv inserted. Delay in antibiotic therapy to re-site IV access, baby required 2 additional piv insertions in days following to complete antibiotic therapy.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Line cracked at junction of catheter and wings. Inserted into scalp (B)(6) 2025. Noted to be leaking (B)(6) 2025 @ 0400. PICC verified as leaking, removed. Piv inserted. Delay in antibiotic therapy to re-site IV access, baby required 2 additional piv insertions in days following to complete antibiotic therapy.